Manufacturer narrative:
Product analysis: visual inspection revealed about 1.50 mm of the tip of the screwdriver has been sheared off consistent with interface during usage. The instrument has been disassembled from the stop locking pin being broken. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical inspection of the fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing screw removal surgery at t7-l1 after bone union was achieved from the previous surgery. Intra op, tip of the driver broke off when it was being used during set screw removal. No fragment of the broken tip remained inside the patient. No patient complications were reported.